Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 28 cm. The patient has a history of coronary artery disease, hypertension and unknown. A flush catheter was aneurysm and vessel morphology are unknown. A flush catheter was positioned 2cm superior to the renal arteries. It was reported that the physician began to deploy the stent graft 1.5 to 2 cm suprarenal and pulled the stent down inferior to the most inferior renal artery. However, the contrast flow through the flush catheter indicated that the stent graft was still slightly covering the orifice of the right renal artery; therefore, the physician again pulled the stent graft inferior causing the stent graft to be positioned lower than anticipated and necessitating the placement of an aortic cuff. It is reported that the successful exclusion of the aneurysm was achieved. It is reported that the patient is fine and no additional clinical sequelae were related to the complaint.